Manufacturer narrative:
(B)(4). Investigation summary ==> the complaint was re-opened (previously (B)(4)) following receipt of additional information. A review of the information identified that product information had now been received for the associated stem and apex eliminator products. A complaints database searches made on the stem product lot 2599421 and apex eliminator lot d4gl51 identified no previous complaints. No additional investigational inputs were received. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right hip revision due to pain. Doi: (B)(6) 2010; dor: (B)(6) 2011; right hip.